Event description:
Rptr complains of hypoglycemia, migraine headaches, digestive problems, premature menopause, candida (yeast), chemical allergies (formaldehyde), muscle aches and pains, skin rashes, low thyroid, knots in lymph system, swelling in neck, and knot in right cheek.